Event description:
Pt is on home oxygen therapy via compressed gas portable system with regulator. When pt's wife attempted to turn flow regulator knob on, she states she heard something fall to the floor. She reported that oxygen would not flow through the regulator. Inspection of the regulator revealed that a spring clip on the end of the shaft which controls the liter flow was missing.